Event description:
On (B)(6) 2014, intuitive surgical, inc (isi) received the mega suturecut needle driver instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely, but did exhibit damage at the rim and surface. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, if to recur could cause or contribute to an adverse event.